Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was cracked and there was moisture/corrosion inside of it. There was reportedly no damage to the battery cap; however, the yellow o-ring was visible. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: unexplained power on reset events and call service (cs) 52 and (cs) 54 alarms were observed in the black box data on (B)(4) 2016. During testing, the pump was exercised on a 24 hour basal program using the returned battery cap; no intermittent conditions, reboot or cs alarm issues occurred. The battery compartment was observed to be cracked on the side from the threads traveling down along the side of the bumper to the case seal. The pump was opened; no internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.